Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The stored electromyogram showed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. The device was reprogrammed and the patient was scheduled for a follow up.

Event description:
New information received stated that the asymptomatic patient presented in clinic on aug. 21st, 2019 and the recommended programming changes were made. The clinic has not received any additional post paced t-wave oversensing alert since.